Event description:
Customer reported abo discrepancies on the galileo (fwd abo assay) using anti-a lot 101676. A known ab positive donor sample typed as b positive and a donor known to be a positive tested as o positive on the galileo. The next week, the customer reported additional ocurrences of unexpected negative reactions with anti-a when performing donor unit confirmation testing. Two donor samples, tested as o positive rather than the expected a positive. Tube testing yielded the expected a positive results with the anit-a reaction being a 4+. The following day, the customer called to report addtional occurrances of the problem.

Manufacturer narrative:
Fwd_aborh testing performed with retention anti-a, lot 101673, 101674 with in house donor samples revealed type a red cell sticking in the anti-a wells. To prevent the sticking, in house studies found that pipetting the reagents into the wells before the sample red cells greatly reduced the sticking. In house comparison testing of the new reagent-first pipetting order to the existing sample-first pipetting order showed no unexpected negative anti-a reactions with the new pipetting order. Some unexpected negative reactions were observed during testing with the current assay. Customers were notified of the modification to the assay on 9/20/07. This facility did not have the modified abo assay software installed. It was installed after the complaint was received.according to the galileo operator manual limitations for use section, "forward only abo rh testing has a higher risk of of mistype due to the abscence of the reverse type results. Hazardous mistypes may occur, such as a group a sample being interpreted as a group ab or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo rh results should always be compared to the patient's or donor's history."